Manufacturer narrative:
Product analysis the device was returned with the touhy-borst tightened and a portion of the stent was observed to be exposed, the device was confirmed as 30mm from the strain relief and the enclosed stent, approx 2mm of the stent was exposed from the device, a 20cc water filled syringe was used to flush the device through y connector as well as through guidewire port, the device could not flush through both the ports. An in-house 0.014¿ guidewire was used for guidewire loading check, and it was able to advance through the device, the device was loaded into a deployment fixture, the stent deployed with a maximum peak force of 1.30lbs which is lower than the recommended deployment force, the deployed stent was measured as 30mm, with no abnormalities observed, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a peripheral stent procedure involving the protege rx for a 90% soft tissue lesion stenosis in the proximal common carotid artery, resistance was encountered during delivery to the lesion and force was applied. The device was unable to deploy. The lesion exhibited moderate tortuosity and no calcification. The device was prepped per instructions for use with no issues identified, and no abnormalities were reported in relation to anatomy. Embolic protection was not used, and the lesion was not pre-dilated. There was no intervention required for removal of the device and the the device was safely removed from the patient. There was stent struts exposed/visible on removal. The procedure was completed by replacing the device with a new carotid artery stent. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.